Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was noted that the biventricular pacer system was infected. The system was explanted. The patient was stable.